Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated, and the reported issue of the b30 scope communication error message was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. Additional findings include the following: water tightness was lost due to a pinhole in the bending section cover, the image guide bundle had significant breakages, flare occurred due to damage on the charged coupled device unit, the number of missing elements exceeded the standard value due to damage to the ultrasonic probe, the connecting tube had buckling, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4) , was initiated from another facility. Conclusion: the root cause could not be identified. The reported issue was not reproduced. The facts obtained in the investigation and the fact that the equipment was not returned did not lead to the determination of the cause. Olympus will continue to monitor the field performance of this device.